Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument for evaluation. Failure analysis did not replicate nor confirm the cautery issue. The instrument was received with the integrated cord cut off of the instrument. No functional energy activation test could be performed to determine if the vessel sealer extend could deliver energy. Additional testing such as grip force testing and jaw gap inspection could not be performed due to the cord being removed. Visual inspection showed no damage at the grip tips. The electrical continuity test still passed by removing the housing and accessing the pins in the backend. This vessel sealer extend was transferred to engineering for further evaluation: primary fa was partially confirmed. The energy delivery tests could not be performed as there are no devices that gives the ability to connect the severed wire to the instrument with continuity. However, the continuity of the distal end of the energy cord to the location in which was severed was tested along with the distance between the severed location and the grips and both had passed. Also, this instrument was installed with the e-100 generator and because of such there were logs available that were examined. The result of the logs showed multiple instances of high initial starting impedance error messages. The root cause of the reported issue could not be determined due to the condition of the returned instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed and showed that the device was not used on the reported event date of (B)(6) 2022. The instrument was last used on (B)(6)2022 on system sk0656 . The vessel sealer extend had 0 uses remaining after the last use. The instrument is intended for a single use. This complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it was unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank fields in section e4 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument was cauterizing but not sealing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.